Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable were to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci hysterectomy procedure that the prograsp forcep's cable broke. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.